Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre sensor remained stuck in the applicator and did not apply, on (B)(6) 2020. As a result, a nurse noticed from the customer behavior that he was in a state of hypoglycemia because he was pale and had difficulty expressing himself. The customer lost consciousness and was treated by the nurse with an injection of glucagon. There was no report of death or permanent injury associated with this event.